Event description:
The pt was implanted with a left ventricular assist device. Approx 3 years post-implant, the vad coordinator reported that the clinic noticed fluid underneath the outer silicone covering of the percutaneous lead and damage to the intracorporeal part of the percutaneous lead near the pump housing was suspected. As this pt had no alarms, normal pump behavior, and also showed signs of recovery, the clinic considered weaning the pt from the device. Three months later, the pt was returned to the operating room with the intention to explant the pump for recovery; however, function of the left ventricle didn't allow weaning the pt from the pump and a decision was made to exchange the device. During the pump exchange, damage to the pump end bend relief was confirmed.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.